Event description:
Doctor was using the arterial closure device, and it seemed to deliver ok, but then he got oozing around the device. He tried to pull up gently to secure the device-it then came through the wall of the femoral artery. He then had to hold manual pressure and deploy the femostop device to achieve hemostasis.